Event description:
The customer reported erroneous total beta human chorionic gonadotrophin (tbhcg) and dil-human chorionic gonadotrophin (dil-hcg) results, not within the normal reference interval, for two patients, involving access 2 immunoassay system. Subsequent testing on an alternate access 2 immunoassay system recovered results more closely matched the patient's clinical presentation. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse performed preventive maintenance (pm) and verified the system by performing several patient samples with both total beta human chorionic gonadotrophin (tbhcg) and dil-human chorionic gonadotrophin (dil-hcg) assays. All samples reproduced and correlated within acceptable precision. The unit conformed to the manufacturer's published performance specifications.